Event description:
On 11/21/97, the facility nurse informed the MFR's rep that the catheter developed a problem. The facility nurse did not know the specifics (catheter broken externally/internally) at this time. But stated she would contact the MFR with the info. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the manufacturer (MFR) and has been analysis as follows: no anomalies of the tubing; however, under microscopic examination, a hole (size of a pinpoint) circular and conical in appearance from the outside to the inside of the tubing was noted. Leak testing of each lumen revealed a leak on the arterial lumen approximately 2 3/16" below the cuff towards the dip (distal end). No other leak were noted. No problems were noted during flow testing of the device, each lumen had good flow rates. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number was not provided for this device, therefore, a review of the device history record was not possible. Based on the information available and the results of the MFR's analysis of the device, the report that "a blood leak was noted below the y-hub of the device" has been confirmed. However, it appears that the problem encountered was related to a hole in the catheter tubing which is consistent with the catheter tubing being punctured with a very sharp object. Based on the location of the hole, the tubing appears to have been pricked/nicked when the primary incision site was closed (sutured) during insertion of the device. No further details are available. The customer has been notified of MFR's findings. The MFR is now closing the file on this event.